Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in had foreign matter. The following information was provided by the initial reporter: material no: 382534 batch no: 0248345 or 0119487. It was reported fm. Verbatim: (B)(6) 2021 5:56 am. While inserting an IV catheter, I noticed some loose pieces of what appeared to be plastic or glass on the catheter. The pt was a difficult stick and in need of a second line. This line would have been good, but was pulled due to these particles on the part of the catheter that was to be advanced in to the vein. No other access was successful on this pt.

Manufacturer narrative:
H6: investigation summary: bd received three 20 gauge insyte autoguard blood control IV catheter units. One unit was received in a package labeled lot 0119487, another unit was received from lot 0248345 and the last unit was received outside of its packaging from an unknown lot. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage. The catheter tips were inspected and found to be within product specifications. However, there was a piece of white foreign matter (fm) present on the nose of the adapter. The piece of fm was identified as porous plug shavings. Porous plug shavings originate from the manufacturing process. Based off the visual inspection the engineer was able to verify the reported defect. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in had foreign matter. The following information was provided by the initial reporter: material no: 382534, batch no: 0248345 or 0119487. It was reported fm. Verbatim: (B)(6) 2021 5:56 am: while inserting an IV catheter, I noticed some loose pieces of what appeared to be plastic or glass on the catheter. The pt was a difficult stick and in need of a second line. This line would have been good, but was pulled due to these particles on the part of the catheter that was to be advanced in to the vein. No other access was successful on this pt.